Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode and the physician and patient believed that this crt-d delivered an electric shock. Oversensing and pacing inhibition on the right ventricular (rv) lead was observed. It was determined that the patient experienced anxiety and syncope. Subsequently, a revision procedure was performed and the crt-d was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.